Event description:
Philips received a complaint by the manufacturer's product support engineer (pse) on the v60 indicating that during preventative maintenace, it was observed that the device was giving a check vent: backup alarm failed" (diagnostic code 1104) error message. It was reported there was no patient involvement at the time the issue was discovered. No user impacts. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem within the event log. The pse replaced the cpu pcba board to resolve the reported issue. No other malfunction was found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.